Event description:
Lia triggered. Possible lead fracture. Data inconclusive. Competitive lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).